Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation no product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. This complaint will be included in the ongoing complaint trend analysis. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that high leakage alarm has occurred with the bellavista 1000 ventilator. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.